Event description:
It reported that two (2) false positive results of pseudomonas aeruginosa was obtained on the biofire when using bd bactec¿ peds plus¿/ f culture vials (plastic). There was no report of patient. The following information was provided by the initial reporter: it was reported that false positives of ps aeruginosa on biofire. How many vials have you had an erroneous pseudomonas result on biofire? 2. Was the biofire result a dual positive? Yes. What was reported? Sample 1 = e. Coli, p. Aeruginosa; sample 2 = s. Agalactiae, p. Aeruginosa. What grew out in culture? Sample 1 = e. Coli, sample 2 = s. Agalactiae. Was the course of treatment changed based on the result? Sample 1 = unknown, sample 2 = no. Not reported to the chart. Customer reports false positives of ps aeruginosa on biofire.

Manufacturer narrative:
H6: investigation summary: bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. Bd bactec system is designed and cleared for the qualitative culture and recovery of anaerobic/aerobic organisms from blood. Bd has no specification for use with molecular testing such as the biofire filmarray® blood culture identification bdic/bcid2 panels. While bd highlights the inherent risk of nonviable organisms in blood culture media in our package insert is stated the molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufactures¿ instructions for use. Although bd is unable to confirm the complaint, we have initiated CAPA # 2631844 to further investigate these reports and determine any appropriate actions to reduce their occurrence. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It reported that two (2) false positive results of pseudomonas aeruginosa was obtained on the biofire when using bd bactec¿ peds plus¿/ f culture vials (plastic). There was no report of patient. The following information was provided by the initial reporter: it was reported that false positives of ps aeruginosa on biofire how many vials have you had an erroneous pseudomonas result on biofire? 2 was the biofire result a dual positive? Yes what was reported? Sample 1 = e. Coli, p. Aeruginosa; sample 2 = s. Agalactiae, p. Aeruginosa what grew out in culture? Sample 1 = e. Coli, sample 2 = s. Agalactiae was the course of treatment changed based on the result? Sample 1 = unknown, sample 2 = no. Not reported to the chart customer reports false positives of ps aeruginosa on biofire.